Event description:
It was reported that this right ventricular (rv) lead had perforated. The lead also experienced high capture threshold measurements. The lead was explanted. No additional information is available at the moment. No additional adverse patient effects were reported.